Event description:
It was reported that the patient indicated that his inflatable penile prosthesis did not work, and the pump was too high in the scrotum. The patient saw the physician who agreed to perform a revision surgery. No patient complications were reported.

Manufacturer narrative:
Corrected data: h6 impact code. B3 date of event: unknown, used the first day of the aware month.

Manufacturer narrative:
B3 date of event: unknown. Used the first day of the aware month.

Event description:
It was reported, that the patient indicated, that his inflatable penile prosthesis did not work. And the pump was too high in the scrotum. No patient complications were reported.